Event description:
I was overdue for a follow up visit because my contact prescription had been changing frequently over the last few months. Last week I called to schedule, but they couldn't get me in for two weeks. Because I was on my last set of lenses, I asked if I could come in and pick up a trial pair, which every eye doctor I've seen before has always done gratis. Assuming the same, they said I could come in and do so. A bit later, they called back and said they'd need to charge me for each lens. Not the end of the world, but still not what I expected. Today I went to pick them up, and the receptionist handed me my lenses. One was in standard packaging and the other was in a bright yellow box that said in bold letters "do not pay, free sample, not for sale" with a dollar sign in a red circle with a line through it. I handed over my payflex card, and said, "um, I know you said on the phone that you were going to charge me, but it says on this box specifically 'do not pay". Dr was actually standing right there, but said nothing. The receptionist told me it was because I hadn't ordered a whole box of lenses, so they had to charge me. I replied that I had an appointment the following week, and that as I'd stated on the phone, didn't feel comfortable ordering a whole box without making sure my prescription had not shifted again. She looked at me without answer. Dr. Yee said nothing. Finally the guy who handles frames came over and said, "the charge was actually for shipping." This, of course, is not true, because last week I had been told I would be charged for the lens.